Event description:
In 1992, pt developed hives while using latex gloves to perform a medical task. As a result, pt used cortisone creme and benadryl to relieve symptoms. In 1993 at the cafeteria where pt works, the staff was using latex gloves and again pt developed swollen eyes and face. Pt went to see an ophthalmologist who prescribed cortisone drops which helped to relieve symptoms. On 1/15/96 while at the dentist's office, pt developed swollen eyes and face, even though dentist did not touch her while he was using gloves. Pt cannot be around latex gloves without having a reaction.